Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer was broken. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and kept failing. A field service engineer (fse) had realigned the ball bearings on the slide railings, installed a new slide bumper, and correctly adjusted the position sensor for half height (hh) drawer 3.1, successfully recovering the failed drawer. The drawer became fully operational and opened and closed smoothly. The fse executed the hardware test application and accessed every drawer in the medstation. Additionally, the fse tightened several drawer front panels, recovered medications from between cubie pockets, and ensured that all drawers opened and closed smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer was broken. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event